Event description:
It was reported that the pt had high lead impedance on diagnosis in 2005. X-rays were taken and did not show any anomalies, per physician. It was noted that a portion of the lead was behind the generator and could not be visualized/assessed. The pt underwent full revision surgery due to the high impedance on (B)(6) 2005. Only the explanted generator was returned to the MFR for analysis. Attempts for further info have been unsuccessful to date.